Event description:
Event description guidant received information that eight days following implant, this patient experienced pain and shortness of breath. An echocardiogram was performed and diagnosed pericardial effusion. It was questioned whether the previous right ventricular (rv) septal lead placement during implant possibly dislodged, and potentially perforated the rv. During the pericardiocentesis and rv revision procedure, 650cc of fluid was removed and this rv lead was repositioned. The next day, this rv lead was unable to capture the myocardium and was explanted with tissue noted in the lead tip after removal. It was successfully replaced and returned for analysis. To date, there have been no additional adverse patient effects and no further changes made to the patient's device system.